Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had their device removed today and wanted to know what to do w/ the 3037 programmer. Reviewed information and asked why the device was removed. Patient said the device was removed because it was causing them pain and they couldn't sit on their right side. Patient said if they would sit a certain way they would feel a "shock". Patient said the "shock" didn't happen all the time. Patient said the "wire" was also protruding out due to weight loss and was causing pain. The device has been off for the last 1.5 years. Agent did not ask about the circumstances that led to the reported issue.